Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of scratches on the lens. The handpiece injector was manufactured in june 2013. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high plunger position. A high plunger position will have a higher probability of scratching a lens during its delivery through the cartridge. The root cause for the nonconforming plunger height is usually from its use or handling, but when and how the plunger position became high cannot be determined from this evaluation. This injector has been in service for over five years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) handpiece injector was causing scratches to iols. There was no reported impact or harm. Additional information was requested.